Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented air ingress. Microbubbles were drawn back during the sheath flushing, and the sheath was subsequently replaced. The procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented air ingress. Microbubbles were drawn back during the sheath flushing, and the sheath was subsequently replaced. The procedure was completed without patient complications. The procedure was completed without patient complications. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.